Event description:
Sex: male, female. Age range: 18-90. (B)(6) - sent more than 20 reports about sets leaking; many many more occurences without formal reports/sets submitted. Apparently, smiths determined a root cause, and a manufacturing correction in october but didn't tell us till december 19 - too cheap to recall. Greater than 20 separate reports of home care pts leaking tubing submitted to smiths medical. All required additional treatment, sets changed, or prolonged treatment/admit to hospital. Any lot number lower than 46x824, manufactured before october. Just told us today they had corrected it, and we have been sweating with patients, reporting ongoing leaks, getting samples to (B)(6)... But they were fixed and available! Astonishing! Poor complaint handling, no transparency, do not follow quality systems; I suspect recall - avoidance - waiting for us to use up thousands of defective sets... Smiths had us wasting scarce health care resources managing patients with leaking sets, reporting the leaks, and sending the sets to them from september until today, when we learned they had resolved the issue in october and didn't inform us. I suspect our team at (B)(6) has reported the most leaks of any of their customers (to them, and health (B)(6), and the FDA - but FDA contact was dismissive, uninterested) - I saw only two reports on maude that might be related. Can you do anything about smiths quality systems/complaint handling/recall avoidance? During incoming inspection of cadd solis vip pumps, new to our healthcare organization, we noted the pumps had a repeated error - do not recognize good batteries. We found a sequence of on/off steps etc could temporarily help. We reported this to smiths (B)(6) 2015, and sent a video of the problem. (Tried to attach/paste it but couldn't). We had other serious issues with air in lines and underinfusion during pre-rollout testing fall 2015, and when these weren't investigated much less resolved by january 2016, we had smiths attend one location and observe testing. We did several (36 I think?) Tests on various drugs, ns, d5w in 4-day tabletop infusions. (Some battery issues noted then, reported. Finally rolled out pumps to patients - again - multiple battery problems reported. But I'll make separate reports for those battery issues. Several separate instances reported of cadd solis vip ambulatory pump not recognizing charged batteries as charged. At first, some users took the "battery dead" (or similar) error at face value and replaced many many good batteries unnecessarily. Then, spread the word from our clinical engineering team that discovered the same issue fall 2015 and reported it to smiths, had a work-around. This was such a problem, our healthcare organization had to make a poster about the workaround. Reported scores of instances of this problem and sent two or three pumps to smiths for investigation, this spring/summer. Do have dates, emails, etc if you are interested. Still waiting for the investigation/root cause/correction. [Astoundingly, yesterday (B)(6), in a meeting with smiths, we were told that their design quality engineer was unaware of the complaints, never heard about the pumps we sent for investigation (and were returned without CAPA etc); the vp quality said another complaint would have to be sent to open another file on these batteries. I can email you the original video of the battery error problem, sent to smiths (B)(6) 2015 (happy anniversary plus two months of our complaints and reporting!) And other documents if interested. Validation by our clinical engineer: these problems have been validated by clinical engineering, who report that the pump does not seem to recognize the voltage level of the batteries, and it will not power on. It may be necessary to open the battery door, reposition the batteries, and then close the door again to power up the pump. We use the correct and recommended batteries.